Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
It has been identified that this record, mrn 9617229-2026-01866, is a duplicate of mrn 9617229-2026-00781. Please see mrn 9617229-2026-00781 for reportable events.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.